Manufacturer narrative:
2 investigations were completed via analysis of data provided by the user and the reported issue was confirmed. The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced the fowler stuck in a raised position or the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced the fowler stuck in a raised position or the cot height cannot be adjusted. There was no patient involvement.